Manufacturer narrative:
A ge service rep performed an investigation. Identified the need to replace the single board computer and a "ccin" battery. Identified components have been ordered. Once replaced, it is believed that the reported issue will be addressed. If info is received that indicates; otherwise it will be reported as required.

Event description:
During a routine bio-medical inspection of the 8800 sys, it was reported that the sys would not boot up. There was no report of pt injury.